Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had low blood glucose but not hospitalized. Customer's blood glucose was 30 mg/dl. The customer has been off the pump for 2 years and back on because of preference and not interested in getting back on insulin pump therapy. The customer was offered 24 hour helpline but declined. The incident was reported for documentation only.